Manufacturer narrative:
The insulin pump had a high sleep, active currents, failed battery test, and power loss alarms found at the long trace history file due to corroded battery tube assembly. The device passed rewind, seating, basic occlusion, occlusion, force sensor, and displacement test. The device had a minor scratched display window, case, and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and power loss before and after a battery change. Customer's blood glucose was unknown at the time of incident. The customer was assisted with troubleshooting but the alarms could not be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.